Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Health impact - additional surgery: (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.00/+4.5/072 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The patient experienced a refractive surprise. A refractive treatment was performed. The lens remained implanted. The cause of the event was unknown.